Manufacturer narrative:
The device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one to two days following the implant of this transcatheter bioprosthetic valve, the valve migrated ventricularly. The migration of the valve resulted in moderate to severe paravalvular leak (pvl). It was noted that the sinotubular junction (stj) was small and that may have created ventricular pressure on the valve, resulting in the migration of the valve. Thirty-four days following the implant of the valve, the valve was removed and replaced with a non-medtronic valve. No further adverse patient effects were reported.